Event description:
Repair request initiated for device with report of attachment foot cut by tool. No patient impact reported. Repair request escalated to complaint due to return in less than 3 months from purchase or repair. On evaluation, it was noted that the attachment was damaged by tool contact. On follow up, it was reported that the attachment was noted to be "wobbly" when system was powered up prior to a craniotomy procedure. The attachment was not used for the procedure. It was confirmed there was no significant delay and no patient impact.

Manufacturer narrative:
Report was confirmed by evaluation. The foot of the attachment had been damaged by tool contact. (B)(4) was initiated to investigate root cause of the condition. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." (B)(4).